Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's permanent implant procedure neuromonitoring feedback showed potential loss of motor/sensory function upon placing the scs lead. As a result, the procedure was abandoned and the patient was admitted to the hospital due to experiencing tingling in both hands. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the issue has resolved and the patient is "doing well".